Event description:
The caller states that a person in a nursing facility fell through the commode opening of one of our slings. She didn't have any information on the sling model, lift model, or the size of the person. No injuries were mentioned. The lift was an rpl600-1. No other information available.